Event description:
It was reported that 2 syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: the hub was detached with the shield.

Manufacturer narrative:
H.6 level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 11th related complaint for needle hub separates on lot#: 8316886. Investigation summary: customer returned photos of 3/10cc, 12.7mm, 29g syringes with a poly bag from lot#: 8316886. Customer states that the hub was detached with the shield. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing will be notified of this issue. A review of the device history record was completed for batch#: 8316886. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As per investigation completed by manufacturing under investigation child (B)(4). "A visual evaluation of photo found syringe with no needle assemblies attached to them. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringes. There did not appear to be any damage to the core pin. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the needle assembly press station was out of adjustment. Corrective action: needle assembly press station was adjusted to fully seat the needle assembly onto the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe 0.3 ml 29ga 1/2 in 7bag 420cas jp experienced hub separation from the device prior to use. The following information was provided by the initial reporter: the hub was detached with the shield.